Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was still implanted with their old ins.

Event description:
Additional information was received from the patient (pt). They reported that they were in pain and have a stimulation issue. Agent redirected patient to healthcare provider. Additional information was received from the manufacturer representative (rep). Rep reported that a lead and battery replacement were scheduled for (B)(6) 2025. Rep wasn't able to determine the cause of the device turning on and off. Upon reading the battery, it showed stimulation had been on. Rep will return the battery to the lab after the replacement. [See (B)(4) - ins turning off/ replaced].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The caller's reason for call was to find out if the issue the pt has (which is likely leading to revision) would be covered by warranty. The caller states the pt indicates the ins turns itself on/off, caller did not know when this started. Caller states the pt had the same complaint with her previous ins. The caller states with the current ins, mdt has looked at the pt's data and believes the system is working as intended but the pt believes it is not. [See (B)(4) - ins turning off/ replaced].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the case was canceled due to insurance issues. Rep stated they are working with insurance again to get patient on schedule.